Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing completely disconnected from the quick release while the patient was sleeping. On (B)(6) 2018, the patient experienced high blood glucose level reported to be over 400 mg/dl. The site location was patient's left thigh and the pump was located on the left side in relation to the site. The infusions were stored in the closet. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. At the time of this report, the patient's blood glucose level was at 142 mg/dl. No further information was available.